Manufacturer narrative:
(B)(4). Pump received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform the displacement and self test due to frozen display. Pump received with cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was exposed with moisture. The customer¿s blood glucose level was 110 mmol/l. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.